Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been MFR'd w/no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. We will continuously monitor whether similar or same complaint occurs. For "a"; patient info, we, taewoong and our distributor could not get more detail pt info because the hosp did not open the pt info such as " age at the time of event, date of birth, sex and weight.

Event description:
On (B)(6) 2015: est1808f was applied to middle esophageal stricture. On (B)(6) 2015: pt had x-rayed and stent was found in stomach. Physician used transnasal endoscopy and biopsy forceps to grasp the suture to bring up the same stent to the lesion once again. Stent end was adjusted so that it was above the cardia. Physician's comment: when it was first implanted, tip of stent was just barely reaching the cardia. Shorting might have occurred and then fallen into stomach.